Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿.9 carrier fluid running on alaris channel. Alaris channel began alarming "channel malfunction" and rn had to remove channel in order to clear the alarm. Patient had an epinephrine drip running on the channel to the outside of the affected channel, and had to pause this infusion in order to remove the affected channel next to it to clear the alarm and allow drips to continue running". There was no information on patient impact.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.